Event description:
It was reported that the patient experienced symptoms including hypotension, hypothermia, low platelets, and low white blood count. The patient was being treated at the hospital. It was noted that sepsis was being looked at as a possible etiology. It was unknown if the infection was near the pump or if meningitis was suspected. The physician was unsure if an infection was present, and was looking at ruling out the pump as a possible cause. It was also noted that the patient had increased tone. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the health care professional was suspecting that the patient was septic, but the urine was ¿negative.¿ the chest x-ray was ¿positive¿. There was ¿some change in the tone of patient¿s eyes.¿ one of his eyes was ¿drooping and different.¿ the patient did the chest and a head computational tomography. The results were unknown. The patient got a traumatic brain injury and he was non-communicative.

Manufacturer narrative:
Product ID 8709sc, lot# n188347008, implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received still reported that the patient had possible sepsis with various symptoms, including the previously reported, increased tone. It was indicated that the patient had an episode of cyanosis and it was unclear if this happened before or after he aspirated because radiology showed that he had infiltrates of the right base of the right lung. His thyroid stimulating hormone (tsh) was also low and he was diagnosed as having acute adrenal deficiency. This issue ended up correcting itself, as did all of his other symptoms. The only issue he was still having was temperature regulation. They started him on antibiotics as a precaution, but they never checked his cerebral spinal fluid (csf) for meningitis nor were it determined what the cause of the elevated white-blood cell (wbc) count, but the antibiotics they prescribed solved it. It was indicated that no cultures were taken. It was noted that the patient recovered and was receiving effective therapy. It was reported that at no point was the pump suspected to be causing an issue and still was not, so they were pretty sure that the patient had something neurological going on due to co-morbidities. The patient and the previous provider were no longer at that facility. It was indicated that the patient had moved to (B)(6) and was going to see a neurologist tomorrow.

Manufacturer narrative:
(B)(4).